Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient inserted a sensor into the abdomen on (B)(6) 2019 and experienced bleeding underneath the adhesive and transmitter. Because the site continued to bleed, he went to the clinic where he is usually seen and was evaluated by a nurse practitioner. The sensor was removed, a cotton swab with drysol was applied to the area; however, it continued to bleed. A silver nitrite stick was used to cauterize the area to stop the bleeding. The patient takes an anticoagulant and a baby aspirin daily. A second sensor was inserted on the opposite side of the abdomen and blood was noticed under the sensor; however, no treatment was needed. At the time of contact, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.